Event description:
It was reported that a patient noted air spaces in the patient line of a homechoice cassette without an alarm. This occurred during initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. The troubleshooting could not determine a cause of the reported event. The technical service representative assisted in ending therapy in order to restart therapy with new supplies. The technical service representative instructed the patient to check the line for air prior to connecting. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.